Event description:
Mckinley medical rec'd a copy of a medwatch report from FDA's office of surveillance and biometrics. The report claims that a walkmed 350 infusion pump turned off during infusion. The pump turned off a second time after the pt changed the battery. F/u communication with the initial reporter indicates that, although the pt's therapy was delayed, there was no serious injury.